Event description:
It was reported to MFR that the pt was scheduled for surgery due to vns battery depletion and an increase in seizure activity. The physician believes that the increase in seizures was related to normal battery depletion. During surgery, and prior to opening any incisions, the surgeon interrogated and performed a system diagnostic test which revealed normal device function with lead impedance ok, a dcdc code of 2, and the eos status was set to yes. The surgeon then removed the generator and examined the portion of the lead that was visible. The surgeon observed that there was a cut in the lead tubing, and the quadfilar coils were exposed. No additional diagnostic testing was performed on the implanted device. Therefore, the surgeon opted to completely remove the existing lead prophylactically and perform a full vns revision. The explanted lead and generator have been returned to MFR and analysis is underway. The surgeon was not certain if the lead was cut when the chest incision was opened or if it was present prior to surgery.